Event description:
The facility representative reported a flogard infusion pump that alarmed failure code 38. It is unknown at which process step this event occurred. There was no patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a baxter service technician. Review of the alarm log found evidence of the reported alarm. Visual inspection determined that the root cause of the alarm was damaged force sensing resistors. To resolve the issue the force sensing resistors were replaced and the device was returned to the customer. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The exact occurence date is unknown. The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.